Event description:
A low glucose reading issue was reported with the use of an Abbott Diabetes Care (ADC) device. A customer reported receiving unspecified low glucose sensor scan readings and and noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dL per minute). The customer experienced fatigue and self-treated with orange juice and insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.A sensor scan of 52 mg/dL was obtained and compared to a competitor brand meter result of 250 mg/dL. The results/comparison readings when plotted on a Parkes Error Grid fall into the "C" zone, showing the difference in values to be clinically significant. The length of sensor wear was four days.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.Tracking and Trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken.If product is returned, a physical investigation will be performed per ADC's established processes and procedures and a report will be submitted upon completion of investigation.All pertinent information available to Abbott Diabetes Care has been submitted.